Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with a previously implanted pacemaker underwent an upgrade procedure to an implantable cardioverter defibrillator (ICD). This right sided ICD lead was implanted and tunneled to the left side due to clinical indication and patient anatomy. This cardiac resynchronization therapy defibrillator (crt-d) was used to connect the leads and maintain future magnetic resonance imaging (MRI) conditionality. The day following the procedure, the patient experienced syncope, fainting, and loss of consciousness and was admitted to the hospital. Device evaluation identified loss of capture (loc) and pacing inhibition greater than six seconds despite multiple troubleshooting attempts. Further assessment suggested that this ICD lead connected to the right ventricular (rv) port was exhibiting oversensing of p waves, resulting in pacing inhibition. Programming optimization was performed to provide asynchronous pacing, which restored pacing and stabilized the patient. The next course of action is implantation of a temporary pacing lead to allow safe reassessment of programming parameters. As of this time, this ICD lead connected on the rv port remains in service, and no additional adverse patient effects were reported.